Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. A cracked reservoir tube lip, cracked battery tube thread, broken belt clip slot and scratched lcd window noted.

Event description:
The customer reported that the insulin kept shooting out and then the insulin pump alarmed as well was stuck in the prime loop. The blood glucose reading was 549mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.